Event description:
It was reported patient stated that was in the hospital for a month due to side effects: nausea, dizziness, congestion, to get remodulin titrations done, and contracted covid while in the hospital. Patient was in the hospital from (B)(6) 2022. Patient states that the hospital kept using the same pump for a month, took batteries out of the back-up pump, lost programming. The pump with lost programming is sn (B)(4), with a maintenance due date: (B)(6) 2022. Patient was advised to be careful with the remaining pump. Patient has been using the backup pump with no other interruption in life sustaining therapy. Replacement pump was being couriered to the patient. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.